Manufacturer narrative:
The ldhi2 reagent lot number was 83791201 with an expiration date of 31-oct-2025. The calibration was last performed on 28-apr-2025, and it was acceptable. The qc recovery printouts were provided but could not be fully evaluated as they were not capturing all the data. The alarm trace did not show any abnormality on the date of the event. The field service engineer found that the cause was due to the gear pump head being close to the time change (component failure). He replaced the gear pump head and adjusted the gear pump pressure to specifications. He also replaced the syringe seals and the squeegee. He then performed mechanical checks and precision studies, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with lactate dehydrogenase acc. To ifcc ver.2 (ldhi2) assay on a cobas 8000 c702 module. Initial result: 345 u/l. A delta check notification accompanying one of the results for a different test prompted the repeat of this sample. Repeat result: 483 u/l. The repeat result was deemed to be correct.